Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 33.3 mmol/l at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer reported that the insulin pump had received insulin flow blocked alarm. Customer was reporting a past event. Customer stated that the cannula was bent. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by infusion set change. Troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.